Event description:
No new information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of control panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device had a front panel malfunction. There were no reports of patient harm.